Event description:
Caller reported an issue with the incorrect time setting on the pump. There was no adverse impact to the customer's blood glucose level. Caller was assisted by technical support in updating the pump time and was advised to monitor the device and report if the time discrepancy recurs. Caller understood the instructions and acknowledged the guidance provided.